Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2021. Subsequently, the patient underwent revision surgery on (B)(6), 2026, due to due to ossification, bone regrowth noted by the surgeon, and joint stiffness and blockage.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, surgeon statement, DHR review and complaint history review), it appears that the revision surgery, 5 years post implantation was most probably associated with patient specific factors and biological response rather than a device problem (ossification and bone regrowth). Ossification is listed as a probable adverse effect in the device IFU, and therefore is an anticipated potential outcome. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.